Manufacturer narrative:
The pump had cracked battery tube threads and minor scratches on the display window. The drive support disk was inspected and no anomaly was noted.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Event description:
The customer reported via phone call that the insulin pump had a protruded drive support cap. The blood glucose at the time of the incident was unknown. Troubleshooting performed. The customer stated that she did press the cap while connected and it went back in. She confirmed she did not have any low blood glucose events due to this. The device was returned for analysis.